Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. Upon eval, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the constant gong alarms is the open pulse wire. The root cause of the open pulse wire cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's doctor contacted zoll to report that the pt reported constant gong alarms. The pt was issued a replacement electrode belt.